Manufacturer narrative:
H3: the pre-repair temperature test results were t1: 81.5degf t2: 83.4degf. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 1845020, serial/lot #: (B)(6), ubd:, UDI#: (B)(4); h3: analysis was not able to perform pre-repair temperature tests due to faulty locking mechanism. Product ID: 1845010, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). H3: pre-repair temperature test results for 1 minute are 83.2 f at distal and 82.4 f at base which are with in limits. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis could not confirmed the reported fault. No faults found. H6: imdrf annex codes c19, d14 are applicable for this product continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 1845020, serial/lot #: (B)(6), UDI#: (B)(4) ; h3: analysis could not confirmed the reported fault. However, the angled attachment found to be corroded inside the base, the locking mechanism not working properly. Not locking burr in securely, it's found to be noisy. H6: imdrf annex codes c0601, d02 are applicable for this product ID: 1845010, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis could not confirmed the reported fault. No faults found. H6: imdrf annex codes c19, d14 are applicable for this product medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during pre-op, the indigo drill and attachments very hot when used. There was no patient involvement.